Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin was squirting out during the manual process, the drive support cap was protruded/sticking out/loose/flush and the pump was stuck in rewind complete/ bolus delivery loop. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed for the prime/fill anomaly and rewind anomaly. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-754wws.

Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify prime /fill anomaly due to motor test failed at motor encoder signal out of phase. The customer¿s complaint of motor error was confirmed due to motor encoder out of phase. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. Rewind confirmed was shown on down load report was on "09/12/24 04:06:48 rewind source = pump hex = 21 00 b0 46 04 0c 18. 09/12/24 04:19:38 alarm #66 - alrm_no_vial - no reservoir - maximum encoder counts reached without seating at line 642 in source file pump. Hex = 06 42 02 82 a6 53 44 4c 18. 09/12/24 03:51:25 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind at line 6779 in source file shared. Hex = 06 2b 1a 7b 99 73 63 0c 18. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify prime/fill anomalies due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.